Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad) proximal. The lesion was 90% stenosed with moderate tortuous and had heavy calcification. A direct placement of the diver stent was performed, the intravascular ultrasound (ivus) catheter was advanced, and the image showed the stent was not fully expanded. The imaging catheter was found to be stuck at the distal edge of the stent when retrieving. The physician unsuccessfully attempted to release the catheter by removing the inner shaft (imaging core) and turning the catheter. Another guidewire, and then a 3.0mm balloon were advanced to the distal edge, and the catheter was successfully retrieved from the patient. The procedure was completed, and no patient complications were reported.